Manufacturer narrative:
Unit passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had smoke look on then screen and moisture exposed on insulin pump due to customer wearing insulin pump while taking a shower. The device was returned for analysis.